Event description:
Symptoms fully resolved 6 days after onset.

Manufacturer narrative:
Additional data: date of event.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 1 week after injection in the lips with one syringe of juvéderm® ultra xc the patient experienced ¿a nodule on the left side of the upper lip just below the vermillion border. The patient was treated with 750 ml levofloxacin and prednisone. The symptoms are resolving.